Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead was found cut in two pieces. The cause of the event is consistent with damage, during use.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient fell resulting in a lead fracture. Fracture confirmed via xray. Surgical intervention was undertaken wherein the lead was explanted and replaced.